Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer declined further troubleshooting with tandem technical support and multiple attempts were made to follow-up on the reported issue, but no response was received.